Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n227955006, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving intrathecal gabalon (unknown concentration) at 530 mcg/day via an implantable pump for spinal cord injury. It was reported that the patient visited the hcp's office on (B)(6) 2018 for a refill. When the hcp examined the patient, it was found that the pump pocket was festered and opened so that the pump system could be seen. Two hcps were present while a refill was performed. The cause of the opened pocket was unknown. According to the physician, abnormality such as rubefaction on the pocket area was not observed when the patient had an outpatient visit at the end of (B)(6). The physician talked with the patient and decided that the patient was to be hospitalized without going home. There was an infection in the pump pocket area. The pump system was scheduled to be removed on (B)(6) 2018. It was noted that the classification of severity was 3 ¿serious¿, and the outcome of the adverse event was ¿unrecovered¿. The causality of the event was not related to the drug, catheter, pump, or programmer. It was unknown if the causality of the event was related to the surgical procedure. After the pump system removal, examination for (B)(6) would be performed. The pump system is scheduled to be implanted again in ¿about six months (from (B)(6) 2018)¿. It was noted that the patient originally easily had fever and was easily infected. Additionally, the patient was a (B)(6) carrier. However, the cause of this event was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the device would not be returned at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via (B)(4). It was reported that the pump system was removed, and as a result of the examination, (B)(6) ((B)(6)) was detected. Pump re-implantation would be performed more than half a year later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via (B)(6). It was reported that the ¿date of onset/appointment with doctor or date of diagnosis¿ was (B)(6) 2009. Classification of seriousness was updated to ¿6 (serious)¿. The causality of the event was updated to note that the event was related to the pump and not related to the drug, catheter, programmer, or surgical procedure. It was clarified that the when the patient had an outpatient visit, the pump in the right abdomen was exposed from the skin. (B)(6) was positive in culture. Regarding the (B)(6), antibiotics of vancomycin and meropenem were started to be administered on (B)(6) 2018. The outcome of the adverse event was ¿recovered¿ on (B)(6) 2018. The treatment for the adverse event (the drug) was discontinued. There was no overdose/withdrawal symptoms/resistance. There was no [further] past history noted. There was no pump operability test or catheter x-ray study performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.